Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the cause of the surgery was unknown and that they never achieved desired result. Patient also stated that their surgery was scheduled for (B)(6) 2019. No further complications were noted or anticipated

Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot# va1b182, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1b182, ubd: 28-sep-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they have been urinating a lot since they had the device. They also reported that it never really worked right. Patient further reported that they were told that 2 of the leads were bad. Troubleshooting showed that patient was at 0.8v and stimulation was on and patient stated that they do not have access to all the program and agent told patient that their health care professional might have given them access to only one program. Pat agent reviewed with patient to avoid continuously switching settings to allow the body to adjust .patient also reported having severe sciatic pain which was associated with him adjusting things with the patient programmer and that they did surgery and it resolved the issue. Patient further reported that when they looked at the book and his programmer doesn't look like the pictures in the book. Patient had an appointment to meet with their health care professional on (B)(6) 2018. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They further reported their bladder symptoms have decreased some but they were not sure if symptoms have decreased by 50%. Patient stated that the programmer currently shows program 1 at 2.5. They mention they were on program 2 and had increased from 0.8-2.5 but program 2 had not resolved the issue so they went back to program 1. Patient states they met with the healthcare professional (hcp) on monday who told them that they had a swelling kidney. Patient was unsure if this was related to symptoms. Patient was redirected to follow up with hcp. No further complications were reported or anticipated.